Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose was 536 mg/dl. The customer stated that there was crack on the retainer ring and battery compartment. The troubleshooting was performed damage and found that the reservoir was locking in place. It was unknown whether the auto mode feature was on or not. The insulin pump will be returned for analysis. Frn-unk-rsvr, unomed set

Manufacturer narrative:
Device was received with a cracked retainer, a cracked battery tube threads and a cracked case behind the insulin pump near the battery tube compartment. The test reservoir does lock properly inside the reservoir tube. However, insulin pump was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection. (B)(4).